Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) the device powered up to desktop without any anomaly during further bench top analysis. The heat sink under the cpu (central processing unit) was found slightly dented and not making a good thermal contact.

Event description:
It was reported the programmer does not start up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device powered up to desktop without any anomaly during further bench top analysis. The heat sink under the cpu (central processing unit) was found slightly dented and not making a good thermal contact.